Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The ¿thread-like foreign object¿ returned with the device was confirmed to be a portion of the sheath jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown.

Event description:
During an atrial fibrillation procedure, the sheath was delaminated. After the sheath was inserted into the heart, a non-abbott (biosense octaray) catheter was inserted, and mapping was performed. When the catheter was removed, a thread-like foreign object was found. The procedure was completed without replacing the sheath and there were no adverse consequences to the patient. The thread-like object will be returned together with the sheath.